Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model ec38-10l is classified as ife (import for export), therefore 510k is not applicable. A same model (ec38-i10l-us) is distributed in the USA only with 510k number k131855.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model ec38-i10l/serial (B)(4). The customer stated the event occurred during pre-procedural inspection check. No further information was provided at the time of the report. The device was returned to pentax on 07/02/2021. Pentax service inspectional findings included: image flicker/ run when scope deflected, passed dry/wet leak tests, pve connector housing scratched, operation channel- primary short, right/ left brake knob retaining nut cover cracked, #2 remote control button cover cracked. Repairs were performed on the device which included replacement of the following components: o-rings and seals, bending rubber, shield pipe and signal wire for ccd, pcb for ccd drive pb-free, electrical connector assy, adjusting collar, angle wire, operation channel, rl lock knob retaining nut cover, operation channel, remote control button case (2). The device has been routinely serviced by pentax since install.